Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and screening test of the returned device were performed following j&j medtech procedures. A visual inspection was performed and was observed a foreign material dented on the second electrode. The electrode was lifted and bent. It was observed evidence of a proper manufacturing process on the device on the electrode area with evidence of adhesive. The device was connected to the carto 3 system and the device was recognized and visualized correctly; however, error 106 was displayed on the system due to an internal printed circuit board (pcb) issue. A fourier transform infrared spectroscopy (ftir) analysis was requested for the foreign material dented on the electrode and it was concluded that the foreign material was presumably polyethylene (pe) and is related to a polymer. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The force issue reported by the customer was confirmed. The potential cause of the pcb issue is related to a component failure. The origin of the foreign material and the damage on the electrode could be related to the handling of the device after procedure; however, this cannot be established. The carto 3 instructions for use (IFU) contain the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of j&j medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: inappropriate material (c0602) / investigation conclusions: cause not established (d15) / component code: electrode (g0201501) were selected as related to the biosense webster inc. Analysis finding of the ¿foreign material dented on the second electrode¿. Investigation findings: stress problem identified (c0706) / investigation conclusions: cause not established (d15) / component code: electrode (g0201501) were selected as related to the biosense webster inc. Analysis finding of the ¿electrode was lifted and bent¿. Investigation findings: incompatible component/ accessory (c0402) / investigation conclusions: cause traced to component failure (d02) / component code: circuit board (g02005) were selected as related to the customer¿s reported ¿106 alert code¿ issue. In addition, the biosense webster inc. Analysis finding of the ¿printed circuit board (pcb) issue¿. The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch approved under: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool smarttouch for which biosense webster¿s product analysis lab (pal) identified foreign material on the second electrode and the electrode was lifted and bent. A 106 alert code occurred after the catheter was plugged into the carto and before first ablation (out-of-box failure). A second device was used to complete the procedure. There was no adverse event reported on the patient. Catheter was not used in the patient. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 04-mar-2025, observed foreign material dented on the second electrode. The electrode was lifted and bent. The event was originally considered non-reportable, however, bwi became aware of foreign material on the second electrode and the electrode was lifted and bent on 04-mar-2025 and have assessed this returned condition as reportable.